Event description:
It was reported that the device was used during a laparoscopic appendectomy. The device with a blue load was used to make the first cut and everything was fine. The device was reloaded with a white cartridge and upon placing the end effector on the vessel, the surgeon pulled slightly on the firing trigger and thought it felt funny. He stopped pulling on firing trigger, opened the jaws nothing was stapled or cut, but the white cartridge slid out of the jaws and into the pt. The cartridge was retrieved with graspers. Another white cartridge was loaded, placed on vessel and fired correctly. The device was used to complete the case. There was no add'l bleeding and no adverse consequence to the pt. Device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.